Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cartridge compartment and the battery cap were damaged. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 9/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/19/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. It was also observed that the battery compartment and the returned battery cap had damaged threads. The battery compartment also had missing threads. The retuned battery cap¿s contact height was out of specification and the contact width was within specification and it was unable to be tightened onto the returned pump. A test battery cap was used but it was also unable to be tightened onto the pump. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up # 2; date of submission: 10/14/2016. The result code (B)(4) should also be included in this investigation.